Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the reason the patient didn¿t let the ins deplete below ¾ full was because if it did, the pocket site burned when he recharged, which had been going on for about one year.

Event description:
It was reported that the patient had a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. While charging, they felt the ins was "heating up." A thermometer icon was seen on implantable neurostimulator recharger (insr). Prior to seeing the thermometer on the insr, the patient had been feeling like it was hot. It was stated this started the last couple of times they had been charging and it was believed this was in the last month. Over the last month, the patient had seen the temperature gauge and noticed ins heating up while charging. The patient let the ins get down to 1/4 charge and so had to charge over a long period of time. This was the first time the patient noticed it was heating. The patient then tried recharging for shorter duration but still felt like it was heating up. The patient was using recharging belt during recharging.